Event description:
Pt was wearing a sanitrary pad with velcro strips. The strips opened up and cut into their thighs like a knife. The spot is red and irritating and never went away. Pain and discomfort lasted for months. Pt feels this is a dangerous product and FDA needs to do something about it.